Manufacturer narrative:
(B)(4). Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Insulin pump received with blank display due to moisture damage at electronic assembly. Insulin pump found moisture damage at motor assembly noted. Pump received with cracked battery tube threads and cracked case behind the pump near the battery tube compartment. Test reservoir lock properly inside the reservoir tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the battery compartment of insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.